Event description:
It was reported following a left iliac stent procedure 6f angio-seal vip devices were selected for use. The right and left groins were punctured for this interventional procedure and a 6f angio-seal vip was used at each groin puncture. A pre-insertion femoral angiogram was performed which showed a high right arterial access site above the inferior epigastric artery. Patient ambulation was delayed due to the left size oozing but the patient was discharged later that same day. The next day, the patient called the vascular surgeon and reported everything was fine. Later that evening, the patient presented to another hospital with abdominal pain and was in shock. CT scan was performed which revealed retroperitoneal bleeding. The patient's condition worsened even though attempts were made to repair the bleeding and the patient later expired. The patient received 3,000 units of heparin and 75 mg clopidogrel daily.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Seven radiographic images were received with the complaint. A contrast injection of an indwelling sheath most likely represented a pre-insertion femoral angiogram. This image was labeled with a right marker. Six other images represented an abdominal and pelvis CT scan. Contrast enhancement was seen on the images. There were no right or left markers, nor any other identification on the images. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.